Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log file review found low voltage hazard alarms on (B)(6) 2022 that occurred while on the mobile power unit (mpu). The alarms did not last long enough to cause a no external power alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event associated with a loss of power while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file, containing approximately 6 days of data (15jun2022 ¿ 21jun2022 per timestamp). The pump maintained speeds above the lsl throughout the log file. At 7:33:15-7:33:18 on 21jun2022, a low external power hazard alarm becomes active, correlating to the rsoc and bus voltage dropping below the alarm threshold. This event appeared to have been caused by a loss of ac power, as the rsoc steadily decreased and resolved when power was restored to the system. The backup battery provided power to the system at this time. However, this event did not last long enough to cause a no external power alarm. No other notable events were observed within the log file. The mpu (serial number: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event, including the serial number of the mobile power unit (mpu), if the mpu had a v-lock connector on its power cord, if the power cord was disconnected at the wall or back of the unit, if environmental circumstances had affected ac power at the time of the event, and if any products would exchange/return for analysis; however, no responses were received. As a result, this analysis could not conclusively determine the exact cause of the reported event. To date, the mobile power unit (serial number: unknown) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and reopen if pertinent information is received. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 patient handbook with mpu (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.